Manufacturer narrative:
This report is being supplemented to provide additional information based on field feedback and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Although, the user confirmed they conducted reprocessing in accordance with IFU the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported, the insertion tube discoloration of the gastrointestinal videoscope was noted during preparation for use for an unknown procedure. The device was inspected before use; however, the result was unknown. There was no delay in procedure. The procedure was completed with a similar device. The device was returned and an evaluation revealed presence of foreign material inside the suction cylinder. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The color of connecting tube was changed. There were few additional findings. Angulation in the upward direction was out of standard value due to worn of angle-wire. Switches were not functioning. There was noise in the image due to damage of charge coupled device (ccd) unit. The adhesive part of bending section cover was broken. The connecting tube was crumpled and the connecting tube protector was damaged. Switch one (sw1) was deformed. The color of sw1 and sw2 was changed. Forceps channel port was polluted. Up/down knob and right/left knob was polluted. The switch cover was deformed. The color of control part was changed due to leakage. The electrical connector was corroded due to leakage. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.